Event description:
In 2008, the patient reported that he noticed moisture in the cartridge compartment of his infusion device when he removed the insulin cartridge. He allowed the infusion device to air dry for 4 hours and he stated that the cartridge compartment was dry at the time of the report. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.